Manufacturer narrative:
Investigation summary: a complaint of foreign matter being found on unopened product was received from the customer. Twelve unopened samples were received for investigation. Through visual inspection the customer complaint was confirmed. A white substance could be seen on all twelve male luers. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of(B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is the excess amount of solvent used in bonding the tubing to the luer connection. Further investigation for the impact of the solvent in the male luer connection determined that a toxicological effect from exposure to the 40000-07t device/materials is negligible and that the device/materials can be considered safe for clinical use, when used as intended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 sec 20dp, texium & hanger v/nv sets had white foreign residue on their male luers. The following information was provided by the initial reporter: "white residue at male leur".